Event description:
It was reported that during the implant positioning of the lead was difficult resulting damaged during placement in difficult ICD procedure. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary, (B) (4) full lead was returned and analyzed. The defibrillation conductor was distorted at two locations (59 and 38.5 cm).